Event description:
It is reported that the device was implanted in 1995. Post-op the shell fractured, and a revision surgery was done in 2007. The surgeon planned on exchanging the shell and head, but the head could not be removed from the stem, so he also exchanged the stem.

Manufacturer narrative:
Evaluation summary: patient age, weight, build, sex and activity level are unknown. No engineering analysis could be done with available information. Exact cause for current situation is unknown. No product or x-rays were returned for review. Device history records indicate manufacture to specification.